Event description:
A 8x32 v12 stent was advanced into the sma through 7fr cook sheath during fevar procedure. Upon deployment of v12, the stent did not completely deploy (looked dogbone shape) and the surgeon commented that the entire contents of the insuflator had emptied (appx 30mls of contrast and saline) had emptied as she inflated the balloon. Upon removing the balloon, a flush was performed through the catheter and a hole was detected in the catheter just distal to the balloon shoulder. A second abbot pta 8mmx2.0 balloon was then advanced into the partially deployed v12 stent in the sma and the stent fully deployed.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Additional information: section d10 & h10. Concomitant products section d10 continued: 7fr x 55cm anl1 cook sheath and dilator, rosen wire.

Manufacturer narrative:
Corrected information: section h6

Event description:
N/a

Manufacturer narrative:
¿An 8x32 v12 stent was advanced into the sma through 7fr cook sheath during fevar procedure. Upon deployment of v12, the stent did not completely deploy (looked dog bone shape) and the surgeon commented that the entire contents of the insufflator (appx 30mls of contrast and saline) had emptied as she inflated the balloon. Upon removing the balloon, a flush was performed through the catheter and a hole was detected in the catheter just distal to the balloon shoulder. A second abbot pta 8mmx2.0 balloon was then advanced into the partially deployed v12 stent in the sma and the stent fully deployed.¿ the details indicate that the procedure was a fenestrated endovascular aneurism repair and the target was the superior mesenteric artery. The endograft that was used in the procedure was a cook endograft. The comments provided state that the balloon and stent were protected by the introducer sheath during advancement. The product in question was returned and evaluated. Upon inspection of the returned device there was a large dent in the catheter shaft just prior to the proximal balloon weld of the catheter. To determine if the balloon was leaking the catheter was pressurized using a 20cc insufflator. Upon inspection it was noted that there was a leak at the proximal balloon catheter weld were the unwelded portion of the balloon neck meets the start of the balloon weld. It appears as there is a separation of the balloon neck from the weld. Based on this result the complaint has been confirmed. The balloon was indeed leaking. Based on the location of the leak this leak is likely due to mis-alignment of the balloon within the catheter welding equipment. The manufacturing procedure is specific in regard to proper alignment of the balloon weld within the cassette that is used in conjunction with a vision system line sight when placing on to the equipment shuttle for welding. Once the welding is complete the weld is inspected for alignment defects per a visual aid. Based on the leaking a gap at the weld area it is likely the returned product would not have passed this inspection. As such the complaint is being escalated to a corrective action request as the product should not be leaking. A complaint history review was completed which found that there were no confirmed complaints related to balloon leaks related to the proximal balloon weld of the catheter within the review time period. A recurring lot number query was completed which did not find any other complaints involving lot number 504528. A review of crs/capas found one related CAPA. This is CAPA 679485 and was closed in aug 2022. This CAPA is related to this complaint as the weld of the product in question was leaking. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 3. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. As the complaint was confirmed to have had a balloon weld leak the complaint is being escalated to a corrective action request 1113073.

Event description:
N/a.